Event description:
According to a pre-litigation notification letter from a law firm, the patient sustained an injury in 2007. During the course of surgery, the patient sustained a serious burn to her left thigh caused by an electrosurgical generator. No further information was provided related to the type of device or devices that were being used with the generator at the time of the event and/or other extenuating circumstances and/or current patient status, such as the extent of the injury, the course of treatment, etc...

Manufacturer narrative:
The force220pc model electrosurgical generator has not been serviced or repaired by covidien/tyco since july 2005. A search of the service database could find no record of service for this serial number in the last 10 years.